Event description:
The procedure was for a basilar tip saccular aneurysm. The physician tried the jailing technique. First, he used an enterprise enf453712 with a prowler plus 45 6062510fx, and felt resistance, but it went through the microcatheter (mc). Afterwards, he felt strong resistance, and the stent got stuck in the mc. Therefore, he pulled back the system, and tried to use enterprise enf452812 and prowler plus j 6062510jx. However, the same situation happened, although prowler select plus is recommended for an enterprise delivery catheter.

Manufacturer narrative:
Prior and after removal from the package, the products were not damaged. All the product prep per IFU, except that a prowler plus was utilized with the enterprise device and it suppose to be prowler select plus. During insertion, the touhy or y connector was closed to secure the introducer and prevent movement. During insertion, the enterprise introducers were seated correctly in the microcatheter hub. The introducers were not damaged by the y connector. The microcatheter or distal tips of the enterprise systems were not re-shaped. A constant flush was maintained at all times through all the systems. Additional torque was not applied to the microcatheter or enterprise delivery system in order to advance the devices. No damages were noticed on any of the devices, and the microcatheters were not placed at an acute angle. The resistance occurred on the mid shaft of the microcatheter, but no damages were noticed at the area. The enterprise delivery systems did not make it out of the microcatheters. The procedure was completed with the same product. After removal, no other damages were noticed on the microcatheter, delivery system or stent. Prior to shipping, no other damages were noticed on the enterprise delivery system (tip unraveled/stretched or stent damage), or microcatheter. No further information was available. Note: lake region lot number 01411956 is cordis lot number 13471634. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01411956. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt. This is one of four products involved with this adverse event, which is associated with mfg report# 1058196-2009-00246, 1058196-2009-00248, & 1058196-2009-00249.

Manufacturer narrative:
When inserting the 4.5x37mm enterprise vrd through a prowler plus 45 (B)(4) microcatheter (mc) using a jailed mc technique resistance was encountered, but the enterprise was able to be inserted. However, soon after insertion strong resistance was encountered and the enterprise got stuck in the mid shaft of the mc prior to exiting the mc. The system was removed from the patient and the same thing happened when attempting to insert a 4.5x28mm enterprise vrd through a prowler plus j (B)(4) mc. It was reported that the physician is aware that the prowler select plus is the recommended delivery catheter for the enterprise vrd. The procedure was completed using another enterprise vrd and a prowler select plus mc with no reported patient complications. The procedure was treatment of a saccular basilar tip aneurysm. There were no damages to the products prior to and after removal from the package. All the products were prep per instructions for use (IFU), with the exception that the mc's weren't prowler select plus as outlined in the IFU. It was reported by the user that during insertion, the enterprise introducers were seated correctly in the mc hub with the touhy/y-connector closed to secure and prevent movement of the introducer. The mcs and distal tips of the enterprise systems were not re-shaped. A constant flush was maintained at all times through all the systems. Additional torque was not applied to the mc or enterprise delivery system in order to advance the devices. The mcs were not placed at an angle. There were no damages noted at the area of the mc that the enterprise had resistance. The enterprise delivery systems did not make it out of the mcs. After removal, since the devices could not be pulled back and were stuck, damages could not be verified. Prior to shipping, no other damages were noted on the enterprise delivery systems (tip unraveled/stretched or stent damage), or mcs. No further information was available. Lake region medical reviewed the device history records (DHR) relative to the manufacturing, inspecting and packaging of lot 01411956 which corresponds to cordis enterprise lot 13471634. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non sterile enterprise vrd and delivery wire were received inside of mc with the stent partially deployed and seen at the distal end of the mc. The introducer tube was not received for analysis. The enterprise was attempted to be deployed through the mc, but the enterprise could not be moved either forward or backward; therefore the mc was cut and then could be removed from the enterprise without resistance. The rest of the mc was separated from the enterprise in sections since a substance between the enterprise and the mc kept them together. A lab sample prowler plus mc was used to perform a functional test and the delivery wire (without the stent) was able to go through the mc without resistance or friction. The enterprise stent and delivery wire were observed under microscope and a foreign material was observed on the coil tip and the stent. X-ray analysis results of the enterprise vrd and delivery wire indicate that the light colored deposited material was composed of carbon, oxygen, copper, silicon, aluminum, sodium, tin and chlorine. It is possible that some of the elements found (sodium, chlorine) may have come from saline solution. The solder alloy used in the distal and in the proximal joints is 1% to 5% silver and 60 to 100% tin. The root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. With analysis of the returned devices, the substance found on the enterprise contributed to the inability to advance the system; however, sem analysis determined that this would not have been present during the procedure and would not have impacted the procedural use of the devices. The instructions for use outlines that the enterprise vrd is designed for use with the prowler select plus, and specifically with a 5cm distal length. Usage other than the approved labeling may involve risks not described in the labeling. It cautions that use with compatibility with other infusion catheters has not been established. It is possible that procedural factors including the use of a mc other than specified in the IFU contributed to the event. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is one of four products involved with this adverse event, which is associated with mfg report # 1058196-2009-00246, 1058196-2009-00247, 1058196-2009-00248, & 1058196-2009-00249.